Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 47-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient was on impella cp support due to the patient becoming tachypneic and hypotensive requiring intubation. While on support, the staff was planning on escalating the patient to an impella 5.5. However, a left ventricle thrombus was present. The impella cp was weaned and explanted.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined.